Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with calibration errors and bad sensor alerts. The customer states their blood glucose levels have been rising. The customer states they were in the 200mg/dl and went up to 400mg/dl. The customer's blood glucose level at the time of incident was 217mg/dl. Troubleshoot was conducted. The customer was advised that the sensor would have to be replaced and returned for analysis.